Event description:
It was reported that a user on the ilet bionic pancreas experienced recurrent hyperglycemia after a cgm target was lowered during a follow-up, with postprandial glucose rising from a typical 180¿185 mg/dl to 250¿270 mg/dl and a reported reading of 329 mg/dl; prior to the change, the user had afternoon hypoglycemia, and troubleshooting and education were completed with no device alerts or alarms reported. Symptoms included fatigue and low energy consistent with hyperglycemia. Outcomes included transient hyperglycemia without hospitalization or medical intervention reported. Investigation included complaint intake review and user-reported data assessment. Investigation of this case revealed no device malfunction reported and no component issues identified, with the event temporally associated with a change to cgm target settings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.